Event description:
After the insert was impacted, it appeared to be "high" on the medial side. Another insert was available and this also appeared to be "high" after insertion. The second insert was used to complete the surgery. There was no adverse consequence for the pt.

Manufacturer narrative:
The reults of the evaluation, although inconclusive in the absence of the event baseplate, could not verify this complaint.